Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in tubing) which occurred on the homechoice (hc) during dwell 2 of 5. The patient was connected at the time of the alarm. The patient line had been properly primed prior to connecting. Patient extension lines were not in use. The patient had not disconnected prior to the alarm. The supplies had not been damaged by an outlet port clamp or assist device. The caregiver (cg) stated that the supply bag fell off. The technical service representative (tsr) explained the alarm and had the cg cycle the power. The tsr explained the supplies were compromised and the cg would finish manually. The tsr advised the cg to inform their registered nurse (rn) of the alarm. Proper procedures were reviewed. There were no lot numbers or samples available. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) was confirmed and the root cause was determined to be due to air being sucked into the disposable after the supply bag fell and disconnected. The sample was not returned to baxter, therefore no evaluation or batch review could be performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. This issue is being investigated through CAPA.